Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels reaching over 600 mg/dl. Customer stated they are unsure of the cause for elevated bg levels. Customer delivered a bolus to bring bg levels to target range. Recommendation was made to discuss diabetes management with customer's health care professional.